Event description:
A physician reported a pt who was implanted in mantel fold of chin on 12/9/97. Trocer appeared unusually dull and it was difficult to advance it through subdermal plane. Physician was unsure if device was staying in subdermis in its entire transit through site of implant. At approach to plane. She sutured site with 6.0 nonresorbable sutures. She observed that left entrance site appeared to blanch white suturing it, which may have been implant material itself. Skin around incision was red and irritated, resembling a very localized type of contact sensitivity. On 12/11/97 physician noted that left entrance site was red and firm without acute tenderness, bruising or bleeding. Physician did not assess it as a possible extrusion. She prescribed duricef for 7 days. On 12/12/97 sutures were removed. Right site was healing well, left entrance incision site had a thin, dark yellow crust that had formed over it on approx 12/11/97. There was no drainage or any signs of symptoms of infection observed. On 12/18/97 physician noted dehiscence of left entrance incision and a papula at site (exact date of onset unk) that was oozing a clean fluid around crust that had formed on top of it. Physician opened, drained, cleaned incision, trimmed implant and closed site with prolene sutures. She directed pt to remain on duricef indefinitely. On 12/24/97 site was oozing yellow pus-like drainage, was firm and raised, minimally erythemous and slightly tender to touch. Physician removed sutures and placed steri strips over site. She directed pt to keep site dry, to clean it once daily with peroxide and to stay on duricef. Physician was uncertain if implant was extruding from site. On 12/29/97 implant did appear to be extruding from left entrance incision site and there was a minimal amount clear drainage from site. Pt reported no discomfort. Physician noted no contradiction to allowing implant to remain in place; she did not believe there was an infection. She injected site with kenalog, closed site with 5.0 monocryl sutures in an attempt to tighten up entrance area, and directed pt to stay on duricef and to clean and site once daily with peroxide.